Event description:
It was reported that the customer was hospitalized due with chest pains and a high blood glucose reading of 25 mmol/l. It was stated that the customer collapsed at home, then experienced chest pain. It was also stated that the customer had elevated levels of ureum and creatine, which may have caused dehydration. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.